Event description:
It was reported that the procedure was to treat in-stent restenosis of a 3.5mm multi-link 8 stent implant in the mildly tortuous left anterior descending (lad) artery. The 3.5x15mm tenku balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the stylet or protective sheath. The tenku bdc was prepped with a contrast mix of 1:1, and no issue or leak was noted during preparation. During use of the tenku bdc, it slipped inside the stent implant and was used to dilatate the lesion several times at 3 atmospheres (atm). The slipping resolved, and the tenku bdc was used for additional dilatation one time at 10atm for 30 seconds and two times at 10atm for 60 seconds. Angiogram was performed, then the tenku bdc was advanced again. Resistance was met during advancement; however, the bdc was able to cross. The bdc was inflated to 14atm; however, the bdc could not be deflated. The bdc was able to be withdrawn without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.5x15mm non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 3.5x15mm tenku device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains inside the patient anatomy. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of angina and stenosis, as listed in the multi-link 8 instructions for use (IFU), are known patient effects that may be associated with the use of a coronary stent in native coronary arteries. In this case, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.